Event description:
It was reported by the clinician, that the catheter was being used on a labor and delivery pt. The catheter was placed successfully. During removal, the pt was placed in a sitting position with her head over her knees and the catheter was removed with minimal effort. At this time, the nurse noticed the tip was missing. A CT scan was immediately performed and "several fragments" were seen between l4 and l5. The pt was eval and determined to have no discomfort. The physician stated no intervention was deemed necessary. There were no pt complications reported.

Manufacturer narrative:
.